Event description:
The plaintiff's attorney alleged that the plaintiff experienced metabolic alkalosis and a stroke on or about (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.